Event description:
The facility representative reported "not infusing at the correct rate" discovered before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 20, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of the inaccuracy was not duplicated of confirmed. The device passed all visual and functional tests prior to customer return.